Event description:
In 2007 - the customer indicated that during setup of a patient with the gantry at 170 degrees, the portal vision (pv) r-arm made contact with the patient's chest. The collision interlock did occur, but the customer indicated that the r-arm continued moving down on the patient's chest. After removal of the patient from the table, there were no interlocks or indication on pv r-arm. R-arm and collision interlock were tested and working correctly. Moved the r-arm in/out and pushed on the collision detector and all motions stopped. There were no injuries involve with this event. One month later - a second report of the r-arm moving unintentionally has been received from the same machine with the following information: the technician indicated that she went into the room to move the r-arm longitudinal. She came out of the room to film and noticed that the set up was incorrect. She re-entered the room and saw the r-arm slowly coming down towards the patient. The therapist moved the patient out of the way and then the r-arm stopped. The in-house engineers were called and they recorded interlocks. The customer has been requested to not use the r-arm by a varian employee until further notice. There were no injuries involved with this event.

Manufacturer narrative:
Varian medical systems is still in the process of investigating this issue. A supplemental report will be sent when the investigation is complete.